Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a pump was programmed to infuse 3.375mg of an unspecified solution over 4 hours from a 100 ml bag. The bag infused 3/4 of the contents in the first hour. After further investigation by the customer, they determined that the pump was incorrectly programmed by the clinician and the facility placed the devices back into service. There was no patient harm.